Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had stuck button error and display was frozen. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. Customer stated they were unsure if pressed a button down for 3 minutes or longer. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, no unlocked electrical board keypad connector noted during visual inspection. No frozen display noted during testing. The device was received with case cracked behind the pump at the corner of the belt clip rails and serial number label faded.